Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted (B)(6) 2012. Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported alerts triggered and the lead displayed high impedance's with unstable impedance variations from one measurement to the next. Additionally, the impedance continued to rise. The physician stated there was insulation failure due to stretching of the lead. Of note, the lead was implanted when the patient was (B)(6) and is now age (B)(6). The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.